Event description:
It was reported that the pt underwent an ablation procedure in 2004. Cervical stenosis was present, which was eased prior to the hysteroscopy. A hysteroscopy revealed a normal cavity with no indication of perforation. Inflow and output of distention fluid matched and pressure was maintained during the hystoroscopy. Physician then proceeded with the ablation. The balloon pressure during the ablation started at approximately 190 mm hg and at the end of the procedure was approximately 160mm hg. Less than 30 ml of d5w was used to distend the balloon. The pt had what was considered typical postoperative pain, which was treated with non-steroidal anti-inflammatory medication. Prophylactic antibiotics were also administered as per physician's standard routine. Approx 8 days after surgery, the pt presented to the emergency dept with abdominal pain and fever. They were treated with antibiotics. Their pain did not resolve and a CT scan revealed fluid in the peritoneal cavity. A laparotomy was performed 10 days later. During the surgery, a small perforation was noted in the anterior wall of the midbody of the uterus. Physician noted that the uterine perforation appeared to be on a diagonal path through the uterine muscularis. There was necrotic small bowel adherent to the area of perforation with a small area of leakage. Physician felt that this was consistent with thermal injury to the bowel. A small portion of small bowel was resected. The pt is recovering well.